Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing leakage event on 12-feb-2026. The leakage was at the site. The blood glucose level was high (specific value unknown) and the patient treated with correction bolus via pump replaced the infusion set and resumed insulin deliveries successfully. No further information available.